Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10310. The pt (B)(6) received a dbs system which included a dbs lead and dbs lead extension. It was reported that impedance issues occur based upon the pt's position (standing, stretching or bending). F/u info revealed that surgical intervention will be undertaken at a later date to resolve this issue.